Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose was over 400mg/dl. The customer did not experience any symptoms related to the high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high. Customer stated that insulin pump had unexpected battery power loss alarm and they did not receive low battery alert prior to off no power alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received blank display, problem isolated to mother board. Unable to confirm off no power anomaly and unable to perform any tests due to blank display.